Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. The main component of the system; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that patient had a problem with infections since she had her device implanted. Patient stated she had to "go back in 4 times". Patient stated they "cleaned it out twice" and "reopened it" 3 times. Patient stated "a wire kept trying to get out" which prevented it from healing. Patient stated on (B)(6) they "cleaned everything up", relocated the device and put the device in deeper that it used to be and put in a PICC line. Patient stated she came home with antibiotics and "everything is fine now" but she needs to get her device reprogrammed. No further patient symptoms or complications were reported in this event.